Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The observed thrombus would have contributed to the reported increase in ldh. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level was 1450 u/l on routine labs with no other signs or symptoms of hemolysis. At the time of event the patient was on warfarin and had an inr value of 2.20 with an inr goal of 2-3. The patient was admitted on (B)(6) 2015 and while an inpatient received an angiomax infusion for suspected pump thrombosis. The patient received a heart transplant on (B)(6) 2015.